Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It was reported that the sheath size was 8.5f with only one device used. It should be noted that the proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of one device and no pre-close procedure would not have contributed to the reported suture caught on the foot. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a proglide device after a atrial fibrillation diagnostic procedure using an 8.5f sheath. Reportedly, after suture deployment when harvesting the sutures, it was found that one of the sutures had wrapped around the foot of the device. The physician cut the white end of the suture and was still able to harvest enough to successfully achieve hemostasis. There were no issues opening or closing the foot of the proglide or any issues removing it from the anatomy. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.